Event description:
Customer was calling stating she was getting sever lows blood glucose. Customer was unresponsive and her husband was not able to get a hold of her. Security was called and found her unconscious. Current blood glucose was 106 mg/dl. The device did shut off for two hours. She wears sensor and wasn't sure if the sensor alarmed low since she was unconscious for three hours. Troubleshooting was performed. Drive support cap was normal. She wasn't admitted just drank a shake. Manual prime was performed insulin did exit. Settings were correct. Insulin in the reservoir was about 70 units and the device displayed 57.5 units. The device was exposed to a cat scan. She was hospitalized prior to event for a week for boot pneumonia. She also was taking prednisone which caused her to hallucinate when using the device as well. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.